Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had absence of no delivery alarm. Customer's blood glucose level was unknown at the time of incident. Customer was sent equipment to performed high pressure test. The insulin pump did not alarm no delivery during high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test, displacement test, and the delivery volume accuracy test. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. Programmed the low reservoir alarm for 20 units. Pump was tested with a water filled reservoir. Several boluses were programmed and delivered. The units left at pump display matched properly the units left at test reservoir. The low reservoir alarm feature working properly. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.